Manufacturer narrative:
Device received with completely broken reservoir tube lip, minor scratched display window, cracked case at display window corner, broken belt clip slot, cracked battery tube threads, cracked reservoir tube window, cracked case at reservoir tube window corner, missing end cap sticker and missing reservoir tube o-ring. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device had a piece broken at the reservoir entry. Customer's blood glucose was 6.7 mmol/l. Customer agreed to return the device for analysis.